Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). As part of the intervention, the ipg was replaced. Electrocautery was used during the procedure. Postoperatively, the patient was reported to be doing well with the new ipg and improved stimulation through advanced therapy options. The explanted device will not be returned for analysis, as it was disposed of by the facility.